Event description:
It was reported that the patient experienced persistent high glucose readings for approximately 16 hours on dexcom g7 after the insulin reservoir was found empty and a full supply change was performed, raising concern about insulin delivery with the ilet; the infusion set was teflon placed on the abdomen, and device data sync confirmed ongoing insulin delivery. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure or method, and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.